Manufacturer narrative:
Hologic technical support (ts) explained to customer that low rlu positive samples in question could be low-target as they were not next to any strong positives in the runs. Ts noted the hologic assay is more sensitive, and low positives were indeed still positive. Hologic product applications specialist (pas) reviewed logs and confirmed the run was valid with expected kinetics and kit performance; pas confirmed this wl had more mid-range positives than other wls reviewed and agreed these samples were likely low-target. Customer continued to run and monitor. No further issues reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4) aptima sars-cov-2 (B)(4) and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.

Event description:
Customer reported one sars-cov-2 tma run, wl (B)(4) using assay lot 285123 on panther instrument sn (B)(4) which had an increase in positive samples, especially low positives. Customer noted increased positivity across multiple platforms (panther, cepheid, labcorp) and questioned the validity of positive results. The wl in question had 44 positives out of 154 samples. Customer retested 6 samples from this wl on a cepheid platform; 3 samples had ~1000 rlus and were confirmed positive, and the other 3 had between 570-766 rlus but did not confirm positive. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results beings reported to patients.